Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument would not manipulate correctly. Device was inspected and was fine. No delays and they opened a new product. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the issue happened while the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer and while attempting to manipulate instruments from the surgeon console. The failure was related to timing of the instrument (delay/lag). The instrument was not static, the distance of the instrument matched the intended direction from the surgeon, and it moved in the correct directions. There was no instrument interference or external collision. The issue was persistent. The surgeon manipulated the end of the instrument to resolve the issue. The instrument was inspected prior to use, and nothing was found out of the ordinary. The customer stated there were photos or videos for isi to review, but none were provided to isi. The instrument is available to be sent back to isi. The reporter was not able to provide approximately when the issue occurred in the procedure but did state the arm would not manipulate in one direction to its fullest capacity according to surgeon. The probable root cause cannot be determined based on the information provided. Since the product was not returned for failure analysis investigation to confirm or replicate the customer reported event.

Event description:
Refer to h11 for follow-up information.